Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 4.1 and 4.2 failed which caused the station to be stuck. A field service engineer (fse) unplugged the station for 5 minutes and successfully recovered the drawers and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was stuck on a black screen. A reboot was performed, but the issue persisted. User also reported two power surges, and the station appeared online in rss. However, there were no delays or adverse events or injuries reported based on this event.